Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (std) was reviewed and no anomalies were found.

Event description:
It was reported that the device detected ventricular tachycardia six times and therapy was never delivered. The device remains in use. No patient complications have been reported as a result of this device.